Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, faulty lens was observed. Additional information was requested and received, indicating that the lens could not be injected because it was pushed aside within the injector mechanism and became stuck.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).